Event description:
It was reported that "in some cases, such as an acdf (neck decompression), we noticed we could not pass a suction catheter down the tube when the tidal volumes were decreased. Hence, we reached under the drapes and found the tubes were soft and kinked over the maxillary teeth. We unkinked the tubes and after further supporting them with a bite block continued the surgeries to a successful completion". No patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "in some cases, such as an acdf (neck decompression), we noticed we could not pass a suction catheter down the tube when the tidal volumes were decreased. Hence, we reached under the drapes and found the tubes were soft and kinked over the maxillary teeth. We unkinked the tubes and after further supporting them with a bite block continued the surgeries to a successful completion". No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.